Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the implantable pulse generator (ipg) system, the right ventricular (rv) lead exhibited inappropriately v pacing and the right atrial (ra) lead exhibited suspected non-capture. Both pacing leads remain in use. No patient complications have been reported as a result of this event.